Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula was kinked on (B)(6) 2024. The blood glucose level at the time of event was 673 mg/dl and was managed by multiple daily injections (mdi). The event occured three or more hours after insetion. The site of insertion was at abdomen. The infusion set was in use for a day or less. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.